Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized for a day and was discharged on (B)(6) 2018. Customer had a blood glucose of over 600 mg/dl but was not confirmed if the device was in use within 48 hours at the time of the incident. The customer was not wearing the insulin pump during hospitalization. Troubleshooting was not performed. Customer was assisted programming the device. The product will not return for analysis. Frn reservoir unknown.